Manufacturer narrative:
(B)(4). Additional information: h6. A manufacturing record evaluation was performed for the finished device al0062 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was reported that the problem of pulling off suture needle happened when sewing during procedure. Another like suture was used to complete the surgery. There were no patient consequences reported.